Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an embolization treatment procedure, a wire became disconnected from the coil. The target lesion location was not specified. The 2mm x 4cm f-idc 18 detachable coil was advanced in to the vessel, through a renegade microcatheter approximately 20%, when the physician noticed the spiral was to big. The ICD system was removed and radiopaque material was injected. During injection of the radiopaque material it was noticed the coil had detached inside the renegade micro catheter and was flushed into the gallbladder artery. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a pusher wire returned inside an introducer sheath. The introducer sheath contained blood from the procedure. The pusher wire was slightly kinked proximally. Resistance was experienced attempting to advance the pusher wire through the introducer sheath due to the presence of blood however the pusher wire was retrieved successfully. The pusher wire was also found to be kinked distally. The interlocking arm of the pusher wire was inspected and no damage was noted. The dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use states: ¿coil selection is a matter of physician preference and the clinical situation. The shape and diameter of the vessel to be occluded as well as proximity to branch vessels generally govern selection of the coil diameter and length. Coil diameter should approximate the vessel diameter. Selection of a coil diameter >1 mm larger than the vessel diameter may result in coil elongation and a non-compact placement with less effective reduction of blood flow. Selection of a coil diameter smaller than the vessel diameter may result in coil migration¿ as the physician noticed that the spiral was too big, it appears the incorrect coil was selected; therefore, the root cause is most likely user related. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, a wire became disconnected from the coil. The target lesion location was not specified. The 2mm x 4cm f-idc 18 detachable coil was advanced in to the vessel, through a renegade microcatheter approximately 20%, when the physician noticed the spiral was to big. The ICD system was removed and radiopaque material was injected. During injection of the radiopaque material it was noticed the coil had detached inside the renegade micro catheter and was flushed into the gallbladder artery. No further patient complications were reported.